Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to a dent on distal end and deformation of control unit, bending angle in up direction did not meet the standard value due to wear of angle wire, angulation lever did not move smoothly due to damage, channel cleaning brush could not be inserted smoothly due to damage on camera head tube, connecting tube had a dent and a scratch, eyepiece had a scratch, diopter ring had a scratch, grip had a scratch, scope cover had a scratch, up/down angulation lever plate had a scratch, venting connector under grip was shaved, image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had water leakage. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube coating was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube.¿ olympus will continue to monitor field performance for this device.